Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
System lock up during procedure. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to correct the date of event (see section b3), provide additional event information (see section b5), correct the brand name of the device (see section d1), update the device available for evaluation (see section d10), update the initial reporter information (see section e1,e2,e3), update the manufacturer's contact information (see section g1), provide additional report source (see section g3), correct the PMA/510(k) number (see section g5), update device evaluated by manufacturer (see section h3), provide the event problem and evaluation codes (see section h6), and provide additional manufacturer narrative (see section h10). The device was not returned to siemens for evaluation; however, a customer service engineer/tech support engineer went on-site and replaced the vi board and the reported phenomenon was resolved.

Event description:
Additional information was received and it was reported that while the patient was being scanned for an unspecified study, the system locked up and forcing a reboot of the system. The reported phenomenon occurred four times during the day. The study was not repeated as the patient data was not lost. There was no patient injury reported. No additional information was provided.

Manufacturer narrative:
This supplemental report is being submitted to update the device available for evaluation (see d10), update the follow-up type (see h2), update the device evaluated by manufacturer (see h3), update the event problem and evaluation codes (see h6), and provide the investigation results. Investigation: the most probable cause for the system lock-up was the result of an issue with the board. However, the root cause could not be determined as the supplier has no record of the defective parts being received. The issue was resolved by the customer service engineer by replacing the board.